Manufacturer narrative:
The product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. Medical devices: 1mtec30 cartridge lot# unknown/not provided, dk7796 handpiece serial# unknown/not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 21.5 diopter intraocular lens (iol) was implanted using a 1mtec30 cartridge in the left eye (os) on (B)(6) 2017. Post-op day one, the patient was diagnosed with fibrin on rhexis edge, snowstorm, which improved through intense steroids. The patient also received topical antibiotics, and omidria. Also, the doctor stated that the patient may have toxic anterior segment syndrome (tass) in addition to significant endothelial folds-edema and fibrin. No additional information was provided. This report is for the zcb00 intraocular lens. A separate report is being submitted for the cartridge.

Manufacturer narrative:
Sterilization batch report was reviewed, which includes biological indicator test and process parameters and met all the requirements. This sterilization lot also passed the bacterial endotoxin test within the established safety levels of endotoxin. All pertinent information available to abbott medical optics has been submitted.